Event description:
Programming history database periodic review was performed and a high impedance event was verified. Interrogations and programming events were observed and a system diagnostic was performed and the device was then programmed "off". No additional relevant information has been received to date. No known surgical intervention has occurred to date.